Event description:
It was reported that the patient felt a strong tug on the system while bending over several weeks ago. Following the tug the patient had new pain at the implantable pulse generator site and felt that stimulation was in a different location. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: lead model 3093-28 lot# v195597 implanted: (B)(6) 2009 explanted: na, lead model 3093-28 lot# v161901 implanted: (B)(6) 2009 explanted: na, extension model 748910 serial# (B)(4) implanted: (B)(6) 2009 explanted: na, extension model 748910 serial# (B)(4)implanted: (B)(6) 2009 explanted: na, programmer model 7435 serial# (B)(4).